Event description:
Technical services received a call on 11/8/2011. Caller stated that this device is being explanted due to infection. Dr. (B)(6) is doing the procedure. No additional this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).